Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via a manufacturer representative reported that the shocking sensation had progressed, so that the patient was experiencing the shocking when the device was running. This would occur two times a day. The patient did not recall any adverse events prior to the onset of shocking in (B)(6) 2015. The patient noted that their stimulation pattern was good and the device impedances were within the normal parameters. Due to these issues the patient had their device explanted and replaced with a new device. The issues were considered resolved after the replacement. The patient status was listed as ¿alive- no injury¿ at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported a shocking sensation and pain around the implantable neurostimulator (ins) at the pocket site. The patient complained of the ins site being tender and perhaps slightly swollen; however, the rep didn't see anything alarming with a visual inspection. The change in therapy or symptoms was sudden, and it was noted to have started two months prior to (B)(6) 2015. Symptoms were experienced when the ins was off, but no trauma or falls had occurred that could have been related to the issue. The patient typically turned stimulation on from 6am until they went to bed, when they would turn it off again. Perhaps 1 to 2 times per week the patient would feel a shocking sensation, but the frequency of shocking increased at night when they went to bed and shut off the ins. This did not occur immediately after turning the implant off, but it would take 0.5 to 1 hours to occur. Impedance measurements were taken at 3 volts, and the reference electrodes were changed. Nothing abnormal was observed. Programming for a1 was at 4.8 volts, and a2 was at 4.5 volts. The indication for use was spinal pain. The patient outcome and mitigation effort details remain unknown and follow up has been conducted to obtain this information. A supplemental report will be submitted if additional information is received.